Event description:
The patient is [redacted age] male with dilated non-ischemic cardiomyopathy who had a heartmate 3 lvad placed [redacted] as a bridge to transplant. He developed aortic insufficiency 2 years later with progressive decline and was up listed to status 3 for transplant [redacted]. He does unfortunately have some antibodies (pra 58) and is blood type o leading to a long wait time. He also developed a staph aureus driveline infection with admission in 2022. He was admitted for a planned avr with park stitch and pump exchange which was done on [redacted]. Or cultures have been negative.